Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that computer is frozen, stuck on bios splash screen due to component. Field service engineer found hub connecting fingerprint reader to the device was not connected to a power adapter. To rectify the situation, the specialist connected power to the hub. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis ciisafe computer is frozen, stuck on bios splash screen. The customer reported that users were unable to remove medications, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this event.